Manufacturer narrative:
(B)(4) final report. Additional information, including patient medical history, post primary and pre-revision x-rays and explant were requested in order to progress with the investigation. However, these were not provided, therefore, there was limited information available for the investigation. Device manufacturing records were retrieved and reviewed. It was found that the parts associated with this report conformed to dimensional and material specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside the USA.

Event description:
Cormet revision after 4 years and 10 months due to pain in the patient's left hip and elevated levels of chromium and cobalt in the blood.

Manufacturer narrative:
(B)(4) initial report. Additional information, including patient medical history, post primary and pre revision x-rays and the explant have been requested in order to progress with this investigation. If the information is received it will be provided in a supplemental report upon completion of the investigation. Device manufacturing records were retrieved and reviewed. It was found that the parts associated with this report conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after 4 years and 10 months due to pain in the patients left hip and elevated levels of chromium and cobalt in the blood.